Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen did not respond to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the field service engineer (fse) received, it was stated that the touchscreen issue was found during their onsite service visit. After finding that the touchscreen was not responding to attempted input commands, the fse replaced the touchscreen part. After replacing the touchscreen, the fse was able to access the ventilator menus. No further issue with the touchscreen was experienced. The investigation concludes that no further action is required at this time.